Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient reported they believed the cause could have been from the minicaps; however, the nurse reported the cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics and was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2022. D4: lot #: the reporter provided multiple lots numbers: gd911764, gd911795, gd911993, gd910996, gd911078, gd911269, gd911429, gd911504, gd911627. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, h4, h6 and h10. D4 and h4: lot #: gd910996 was manufactured from 01/12/22 to 01/21/22 expiration date of 07/31/23. Lot #: gd911078 was manufactured from 02/01/22 to 02/08/22 expiration date of 08/31/23. Lot #: gd911269 was manufactured from 03/16/22 to 03/24/22 expiration date of 09/30/23. Lot #: gd911429 was manufactured from 04/28/22 to 05/06/22 expiration date of 10/31/23. Lot #: gd911504 was manufactured from 05/12/22 to 05/20/22, expiration date of 11/30/23. Lot #: gd911627 was manufactured from 06/10/22 to 06/22/22 expiration date of 12/31/23. Lot #: gd911764 was manufactured from 07/22/22 to 08/02/22 expiration date of 01/31/24. Lot #: gd911795 was manufactured from 08/02/22 to 08/11/22 expiration date of 02/29/24. Lot #: gd911993 was manufactured from 09/23/22 to 09/30/22 expiration date of 03/31/24. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.